Event description:
Two months after treatment with four cypher stents, restenosis was found in three of them.

Manufacturer narrative:
As reported in the the japanese journal of thoracic surgery vol 59 no. 5, this patient was suspected to have an omi and coronary angiography was conducted and 3-vessel disease was found in the posterior descending artery (90%), the postero lateral branch (75%) and the obtuse marginal branch (75%). Only medical administration was conducted due to the patient's will. Fourteen years later, unstable angina pectoris was observed and the patient was hospitalized emergently. After percutaneous transluminal coronary angioplasty (ptca) was conducted in 90% de novo lesions in the proximal and mid right coronary artery. After which, percutaneous coronary intervention (pci) was performed with one cypher stent in each lesion. As a staged procedure, cypher stents were implanted in a 90% de novo lesion in the proximal left anterior descending artery (lad) and a 75% de novo lesion in the mid lad. Procedure details were all unk. Two months later, the patient complained of chest pain and coronary angiography was conducted. There was a restenosis with vessel dissection at the left main trunk from the left main to the proximal lad. This dissection occurred during ballooning, but details are unk. There was 75 to 90% restenosis. At the same time, 75% restenosis was found in the proximal rca and in the distal rca. Because the patient kept complaining of chest pain, an intra aortic balloon pump, iabp was inserted. Aspirin and ticlopidine hydrochloride (dosage unk) were stopped, and heparin sodium was administrated intravenously instead. To treat the restenosis, CABG was conducted at lita-1st diagonal-lad and svg-posterolateral. Aspirin was re-started 8 hours after the procedure and ticlopidine hydrochloride was re-administrated from the next day. Dosage unk. Heparin sodium was administrated by intravenous injection for 2 days (1200u/day). The patient was in stable condition and was removed from the iabp. Post procedure coronary angiography revealed the graft to be patent. This report represents notification of three unk cypher stents placed in two different vessels. Please note that the unk products, lot numbers unk, are not distributed in the united states. However, they are similar to the us distributed product. These products are not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. A female patient with a history of multi-vessel coronary disease, previous mi, angina, hypertension and brain infarction experienced restenosis two months post cypher stent implantations. Initially, the patient was admitted with unstable angina and underwent an emergent angiogram that revealed lesion in her proximal rca, mid rca, proximal lad and mid lad. This patient's gender, history and emergent presentation put her at increased risk for mace. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of acts was not reported. The proximal and mid rca lesions were both described as de novo and 90% occluded. No other vessel and/or lesion characteristics were provided. It is not known if the lesions were pre-dilated prior to the placement of a cypher stent of unk size in each of these two lesions. Further procedural details have not been forthcoming. The post procedural administration of asa and ticlid was not reported. Some time after this procedure, the patient returned for the second half of a planned staged procedure for the treatment of the proximal and mid lad. The pre or intra procedural administration of asa, ticlid or heaparin and the performance or recording of acts was not reported. The proximal lad was described as de novo and 90% occluded; while in the mid lad was described as de novo and 75% occluded. No other vessels and /or lesion characteristics were provided. It is not known if the lesions were pre-dilated prior to the placement of a cypher stent of unk size in each of these two lesions. Further procedural details have not been forthcoming. The post procedural administration of asa and ticlid was not reported. Two months after the index procedure, the patient experienced chest pain and underwent a repeat angiogram that revealed a 75 - 90% restenosis and vessel dissection from the lm trunk to the proximal lad. It was reported that the vessel dissection had occurred during the ballooning of this area though it is unclear if it happened at this time or during previous procedures. In addition, a 75% restenosis was noted in the proximal and distal rca. Because of continued chest pain, the patient was treated with the insertion of an iabp and CABG. A post surgical angiogram revealed patent grafts. The products were not available for analysis. Additionally, as the sterile lot numbers were not available, device history record reviews could not be performed. The products remain implanted in the patient and are thus not available for evaluation. Restenosis is a known potential adverse event post sent implantation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. However, there are patient factors that may have contributed to it.